Manufacturer narrative:
Additional information added; d10, & d11. The customer¿s report that the secondary infusion flowed into the primary infusion was confirmed. Previously investigated complaints for the same failure mode determined that the backflow can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies or evidence of damages were observed with the sets during initial visual inspection. Functional testing was performed, with the sets reprimed via gravity and it was observed that water from the secondary set was flowing into the primary set towards the check valve, confirming the customer¿s report of backflow. The root cause was not definitively determined.

Event description:
It was reported that several minutes after starting fosaprepitant (emend) 150mg in ns 250ml secondary infusion, the medication back flowed into the primary infusion of 0.9% sodium chloride 500ml bag as the rn observed that its volume increased and "looked swollen". The medication's intended infusion rate was 500ml/hr over 30 minutes. The event occurred at cancer center infusion. There was no consequences or impact to the patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that several minutes after starting fosaprepitant 150mg in ns 250ml secondary infusion, the medication back flowed into the primary bag as the rn saw that its volume increased and "looked swollen". The medication's intended infusion rate was 500ml/hr over 30 minutes. The event occurred at cancer center infusion. There was no consequences or impact to the patient.